Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported infection of the driveline could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient has a previously unreported chronic driveline infection requiring treatment with intravenous antibiotics (keflex). The initial swab culture on (B)(6) 2015 was positive for (B)(6). During the admission at the hospital on (B)(6) 2017 for treatment with unspecified antibiotics, the clinicians attempted to wean the patient''s lvad. The pump speed was ramped down to 8000 rpm with no concerns and was adjusted to 9000 rpm for adequate flows. On (B)(6) 2017, the patient was taken to the operating room (or) for a planned lvad explant. After initiation of general anesthesia, a transesophageal echocardiogram performed showed moderate mitral regurgitation (mr) at pump speed of 7000 rpm. The decision was then made to abort the explant and leave the lvad in place at 9000 rpm, where the patient had no evidence of mr. The device remains implanted and the patient remains ongoing on vad support. It was reported that the patient is doing well at home and taking chronic oral keflex for the infection.